Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead became dislodged. A surgical intervention was done to mitigate this issue. There was no other adverse impact on the patient beyond the early surgical intervention.

Manufacturer narrative:
An acute lv lead was placed successfully. No further information is expected at this time.